Event description:
According to the reporter, during servicing, the handle was not charging. Tried multiple chargers and rebooted the handle; however, the reported issue was not resolved. There was no patient involvement. Medtronic's initial evaluation of the incident found that the gas gauge/battery data file showed the cfet permanent failure status was tripped.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed the cfet permanent failure status was tripped. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.